Manufacturer narrative:
D10: concomitants: (B)(6), 02-012-47-2509 - logic cr tib insert std, sz 2.5, 9 mm; (B)(6), 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t; (B)(6), 200-02-29 - three peg patella 29mm; (B)(6), 02-010-03-0225 - logic cr femoral cem, left sz 2.5. Pending investigation.

Event description:
As reported via legal documentation a 60 y/o female patient had a left knee replacement on (B)(6) 2020. Approximately 2 years and 8 months after the initial procedure the patient had a left knee revision on (B)(6) 2022 due to swelling. Revision op report: 8 may 2023/ (B)(4) received via legal 11 apr 2023. With the reports of continued fusion without an explanation and negative, esr, crp as well as CT scan showing no significant osteolysis or frank loosening. The need for a left knee revision was expressed. During the surgery the patient had a large effusion without purulence or metalosis present. A synovectomy was performed. There was beginning of pitting about the medial compartment and discoloration associated with the polyethylene. The patient was awoken and transferred to the recovery room in stable condition. No complications occurred throughout the case.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) the following sections were corrected: h6 (health effect - clinical code) the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.